Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to a fill estimate of 85 units. Reportedly, the cartridge was filled with 160-200 units of insulin. Blood glucose level was approximately 230 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate. Tandem technical support verified the pump data logs and based on basal and bolus therapy, the insulin gauge was decreasing as intended. Although requested, the customer declined to provide additional information.